Event description:
It was reported that the patient came into the emergency room due to hearing the patient alert. It was observed that lead integrity alert (lia) triggered due to right ventricular (rv) lead noise and oversensing. Discriminator triggered recently due to nonphysiologic sensing. It was also reported that a breach was suspected and the rv pacing impedance trend showed that it had dropped to 240ohms from a baseline of 950ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).